Manufacturer narrative:
The report of inoperable ipg was confirmed. The inability to communicate between the clinicians programmer and the implantable pulse generator was due to the device entering the service application state. This issue can occur when the device is exposed to an external energy source outside the device handling and storage requirements. The report stated that the patient had an unrelated (shoulder) surgery. There is sufficient guidance in the proclaim clinicians manual concerning handling of the device when using high energy surgical devices. Once the device has entered into the service application state, the cp will be inhibited from programming the device into the therapy application state.

Event description:
It was reported that the patient underwent an unrelated surgical procedure. It is unknown if patient did set the ipg into surgery mode as recommended. Thereafter, the ipg failed to establish communication with external device. Recovery efforts were unsuccessful and the ipg was deemed inoperable and patient lost therapy. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
B3-date of event is estimated.